Manufacturer narrative:
Investigation: follow-up regarding this incident was completed in may 2021, no additional follow-up needed. Root cause: the signals in the rdf indicate a possible air block or plasma line occlusion that likely occurred due to a kit misload of the hex within the centrifuge.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the rdf was investigated and the signals indicate a possible air block or plasma line occlusion due to a misload of the hex in the centrifuge. The failure does not appear to be donor related based on the available information. From the beginning of the run, the flow through the chamber was disrupted as plasma was not able to consistently pass through the lrs chamber, and the system was not able to establish the steady state necessary for leukoreduction. It is likely that the operator may have been able to see the plasma line pulsing and could have pressed the air block button to initiate a recovery. If that had not fixed the problem, the manual suggests stopping the centrifuge and verifying that the tubing in the centrifuge is correctly loaded. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.